Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that that transmitter did not blink when connected to sensor. Customer reported that when sensor was inserted it appeared that a piece of the sensor came back out of the skin. Customer removed sensor and cannula was missing. Customer was advised that sensor would be replaced.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found the sensor retracted inside the sensor base. Unable to confirm that the customer received the sensor damaged due to the product being returned opened/used.